Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure on (B)(6), 2010. According to the complainant, the patient suffered from stomach cancer, and presented with an eight centimeter lesion from the pyloric part of the stomach to the horizontal part of duodenum. The anatomy was moderately tortuous. During the procedure, the deployment handle detached and the stent was unable to be deployed. It was reported that excessive force was not added during deployment. The device was removed from the patient, and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure on (B)(6), 2010.according to the complainant, the patient suffered from stomach cancer, and presented with an eight centimeter lesion from the pyloric part of the stomach to the horizontal part of duodenum. The anatomy was moderately tortuous. During the procedure, the deployment handle detached and the stent was unable to be deployed. It was reported that excessive force was not added during deployment. The device was removed from the patient, and the procedure was completed with another wallflex enteral duodenal stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 15 mm. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was bent. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.